Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. . It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The set was in use for less than one day. Event occured on the 1st day of insertion. Insertion site was at lower back. Blood glucose levels at the time of event were 398 mg/dl. Patient addressed the event with insulin pump. No further information available.

Manufacturer narrative:
(B)(6).